Event description:
A customer reported receiving an unspecified high reading from the adc sensor. The customer was "unable to wake up" and was provided a glucose tablet by wife for treatment. A post-treatment sensor reading of 100 mg/dl was taken in comparison to a reading of 68 mg/dl on a competitor brand meter. No additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an unspecified high reading from the adc sensor. The customer was "unable to wake up" and was provided a glucose tablet by wife for treatment. A post-treatment sensor reading of 100 mg/dl was taken in comparison to a reading of 68 mg/dl on a competitor brand meter. No additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Extracted data from returned sensor using approved software. Sensor found to be in state 3 (indicating paired state). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and current was applied to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report as the initial MDR report inadvertently was missing the physical investigation on the reported sensor. H6 adverse event problem and h10 - addtl mfg narrative have been updated to include physical investigation findings.